Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "hospital contacted me by phone to say the dome hole plug was not included with the trident shell. Used dome hole plug packaged separately. No delay or medical intervention required as a result.